Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the programmer had an initial visual analysis completed and no anomaly was found. The system functional test was completed, where the programmer passed. Then the baseline evaluation was completed where the programmer had a touchscreen issue.

Event description:
It was reported that when the programmer started nothing was displayed then the touch screen was unresponsive. No adverse patient effects were reported. The programmer was returned for repair/analysis.